Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 590-600 mg/dl and a manual injection was used to correct. Reportedly, customer changed the pump supplies to address the issue and ultimately reverted to manual injections for insulin therapy.